Event description:
It was reported that the patient wore a holter monitor for a couple of days that picked up times where the patient heart rate dropped to 46 beats per minute (bpm) when the cardiac resynchronization therapy pacemaker (crt-p) lower rate is set to 70 bpm. It appeared there were p waves that are not tracked. The patient presented in clinic and testing was performed including running, dancing, rolling around, laying on stomach, and coughing. The testing could not replicate the dropped beat. It was suspected it is due to oversensing with the right ventricular (rv) lead. The rv sensitivity and output were adjusted. It was also noted that there was no evidence of undersensing or oversensing recorded, on suspected. The crt-p, and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 4968-35 lead implanted: (B)(6) 2019; hc15016 tissue valve implanted: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pacing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.